Manufacturer narrative:
B3-date of event is estimated

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention where both the leads were explanted and replaced with new leads, thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.